Manufacturer narrative:
Based on examination of the returned product, it was concluded that the positioning, in combination with device usage over time, may have contributed to the pump inlet tubing kinking onto itself and abrading, resulting in sufficient stress(s) to cause a separation of the tubing at the pump inlet tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a pump tubing leakage. No adverse patient effects were reported.